Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-oct-2018 with the following findings: during investigation, the battery compartment was cracked below and above the grip pad, with a leak. The pump was opened to find moisture corrosion on the transceiver and display boards, in the battery compartment, and on the vibration contacts. Due the moisture damage the vibratory alarm did not function properly. The sound functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.